Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a low power alert and the customer was unable to clear it. Customer accidentally turned the pump off and when the pump was turned back on the alert had been cleared. Customer's blood glucose level was not impacted.